Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: eib jd rep light would shut off automatically during the case po# (B)(6). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s are a poor ventilation, not fully seated safe light cable due to the broken jaw. Advise to replace the main board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.